Event description:
This is a non-incident case and was detected as being a legacy case from conceptus and was entered in argus on (B)(6) 2015. The medical content of the case was not changed. This is a solicited case report received from an investigator in (B)(6) on (B)(6) 2010 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6) . Study description: study (B)(6) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient had adenomyosis and her endometrium was hypertrophic at the time of essure insertion. On (B)(6) 2010, she had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Both tubal ostium were well visualised during the procedure and patient experienced pain. On (B)(6) 2011, at 3-months follow-up visit, 2d ultrasound and hysterosalpingogram (hsg) were performed and a device abdominal migration was diagnosed. In addition, uterine body synechiae were reported and patient complained of pain/cramps. She underwent one tubal ligation. Ptc investigation result received on 07-may-2015. Ptc global number (B)(4). Final assessment . Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment. This bundle ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 24-oct-2016 from investigator: on an unspecified date, she experienced uterine fibroids which cause her to have a hysterectomy. The event was considered unrelated to the suspect devices, and serious due to surgical intervention. At the reporting time, she was recovered. Follow-up received on 08-nov-2016: the patient was not pregnant. Essure was removed on (B)(6) 2011. The event subtotal hysterectomy for metrorrhagia occurred on (B)(6) 2016 was added and the investigator considered this event non-serious and unrelated to essure. The patient recovered from event subtotal hysterectomy for metrorrhagia on(B)(6) 2016. Report of subtotal hysterectomy with right salpingectomy: presence of tubal stump which ended in "caecum" and measuring 1.5 x 0.7 cm. On other fragments, device was found. Conclusion: several intramural adenomyosis foci, slightly intense endometritis lesions, absence of leiomyoma, tubal stump containing also endometriosis lesions, absence of malignancy histological sign. Follow-up information was received on 17-nov-2016. Nca reference number (B)(4) was provided. Confirmation was received that device mentioned in report previously received, of subtotal hysterectomy with right salpingectomy, corresponds to right insert. Macroscopy found included presence of tubal stump which ended in "caecum" and was measuring 1.5x0.7 cm. On other fragments, right insert was found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-nov-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 818 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(6) ). She had essure (fallopian tube occlusion insert) inserted and her 3-month control with ultrasound and hysterosalpingogram (hsg) showed essure abdominal migration. Patient was submitted to a tubal ligation. Upon receipt of additional information, it was informed that she also experienced uterine fibroids which led her to hysterectomy. The investigator considered uterine fibroid as unrelated to essure. Essure was removed. Device dislocation is anticipated according to essure's reference safety information, whereas uterine fibroid is unanticipated. In this particular case, no difficulties were reported during essure insertion. Although the exact mechanism of the reported device migration is unknown, given its close temporal relationship with essure procedure (diagnosed 3 months after insertion); causality with the suspect device cannot be excluded. In line with investigator's assessment, company considers uterine fibroid as unrelated to essure. In this case patient underwent a tubal ligation and this procedure was considered as an alternative contraceptive method. In addition, the hysterectomy performed due to fibroids was not assessed as related to essure. However, as device removal was required, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow up information received on 02-dec-2016: quality-safety evaluation of product technical complaint (ptc) received. This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not necessarily indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-dec-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and her 3-month control with ultrasound and hysterosalpingogram (hsg) showed essure abdominal migration. Patient was submitted to a tubal ligation. Upon receipt of additional information, it was informed that she also experienced uterine fibroids which led her to hysterectomy. The investigator considered uterine fibroid as unrelated to essure. Essure was removed. Device dislocation is anticipated according to essure's reference safety information, whereas uterine fibroid is unanticipated. In this particular case, no difficulties were reported during essure insertion. Although the exact mechanism of the reported device migration is unknown, given its close temporal relationship with essure procedure (diagnosed 3 months after insertion); causality with the suspect device cannot be excluded. In line with investigator's assessment, company considers uterine fibroid as unrelated to essure. In this case patient underwent a tubal ligation and this procedure was considered as an alternative contraceptive method. In addition, the hysterectomy performed due to fibroids was not assessed as related to essure. However, as device removal was required, this case was regarded as incident. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information is expected.